Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the cartridge was leaking before being installed onto the pump. Customer's blood glucose was 186 mg/dl. Reportedly, customer loaded a new cartridge successfully and resumed insulin delivery.